Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange due to "voluntary recall (asymptomatic patient)". Healthcare professional additionally reported deflation. Device remains implanted.

Event description:
Healthcare professional reported right side exchange due to "voluntary recall (asymptomatic patient)". Healthcare professional additionally reported deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. White particles in device inner surface are observed. Creases are observed. Broken on plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "any creases associated with hole" .

Event description:
Healthcare professional reported right side exchange due to "voluntary recall (asymptomatic patient)". Healthcare professional additionally reported deflation. The device has been explanted.